Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025 the user¿s caregiver reported that on (B)(6) 2025 the user experienced hyperglycemia with a bg of 401 mg/dl and was diagnosed with diabetic ketoacidosis. The user was able to treat the high bg by receiving IV insulin at the hospital with assistance from a caregiver. Hospitalization was required and the user was discharged on (B)(6) 2025.